Event description:
While opening supplies for a case, the cardinal health lithotomy drape would not fall to the field due to being adhered to the outer cover. Drape was discarded and a new drape was called for.